Event description:
Event verbatim [preferred term] husband got sick the next day, same story, he tested, got a negative result [false negative investigation result], , narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group. A 60-year-old male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110411243m7, device expiration date: 13aug2025. The patient's relevant medical history included: "shrimp allergy" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset (B)(6) 2025, outcome "unknown", described as "husband got sick the next day, same story, he tested, got a negative result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: the patient is the reporter's husband. The reporter stated that they had the covid-19 and influenza ivd device. The reporter's daughter used it and received a negative result on (B)(6) 2025; however, she still felt sick the next day. So, she went to the hospital and was tested and received a positive result on (B)(6) 2025. The reporter stated that she performed two covid-19 and influenza ivd device tests and they were negative, but they tested again using another test (she didn't clarify if they were pcr) at the hospital, and both came up positive. The reporter's husband (patient) became sick the next day on (B)(6) 2025. For the patient, it was the "same story"; he was tested and received a negative result. The patient was tested on (B)(6) 2025, and the reporter clarified that he did not go to the hospital. The patient had been taken care of by the reporter's daughter instead as they had the same symptoms and assumed that he didn't need to go the hospital. The reporter added that she had other tests that she can use but if they were not reliable, she would just throw them out. No follow-up attempts are possible. The reporter considered "husband got sick the next day, same story, he tested, got a negative result" associated to covid-19 and influenza ivd device. Causality for "husband got sick the next day, same story, he tested, got a negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Follow-up (11feb2025 and 19feb2025): this is a spontaneous follow-up report received from a consumer or other non hcp and from product quality group. Updated information: device expiration date and problem details added and clinical course details. Follow-up (03mar2025): this is a spontaneous follow-up report received from a consumer or other non hcp: updated information: patient details, medical history. No follow-up attempts are possible. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities.

Event description:
Event verbatim [preferred term] husband got sick the next day, same story, he tested, got a negative result [false negative investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A 60-year-old male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110411243m7, device expiration date: 13aug2025. The patient's relevant medical history included: "shrimp allergy" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset 02feb2025, outcome "unknown", described as "husband got sick the next day, same story, he tested, got a negative result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: the patient is the reporter's husband. The reporter stated that they had the covid-19 and influenza ivd device. The reporter's daughter used it and received a negative result on (B)(6) 2025; however, she still felt sick the next day. So, she went to the hospital and was tested and received a positive result on (B)(6) 2025. The reporter stated that she performed two covid-19 and influenza ivd device tests and they were negative, but they tested again using another test (she didn't clarify if they were pcr) at the hospital, and both came up positive. The reporter's husband (patient) became sick the next day on (B)(6) 2025. For the patient, it was the "same story"; he was tested and received a negative result. The patient was tested on (B)(6) 2025, and the reporter clarified that he did not go to the hospital. The patient had been taken care of by the reporter's daughter instead as they had the same symptoms and assumed that he didn't need to go the hospital. The reporter added that she had other tests that she can use but if they were not reliable, she would just throw them out. No follow-up attempts are possible. The reporter considered "husband got sick the next day, same story, he tested, got a negative result" associated to covid-19 and influenza ivd device. Causality for "husband got sick the next day, same story, he tested, got a negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6) 2025 for covid-19 and influenza ivd device: the complaint for false negative result for the covid and flu ivd test kit (lot number: k10a110411243m7, UDI: not reported) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110411243m7. No quality issues related to lot k10a110411243m7 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110411243m7 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue of "false negative" was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (document (B)(4), version # (4.0). All complaint investigations are trended. There is no current trend alert documented. Follow-up (11feb2025 and 19feb2025): this is a spontaneous follow-up report received from a consumer or other non-hcp and from product quality group. Updated information: device expiration date and problem details added and clinical course details. Follow-up (03mar2025): this is a spontaneous follow-up report received from a consumer or other non-hcp: updated information: patient details, medical history. No follow-up attempts are possible. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Follow-up (28mar2025): this is a follow-up report from product quality group providing investigation results.

Event description:
Event verbatim [preferred term] husband got sick the next day, same story, he tested, got a negative result [false negative investigation result], , narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group. A 60-year-old male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test),, device lot number: k10a110411243m7, device expiration date: 13aug2025. The patient's relevant medical history included: "shrimp allergy" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset 02feb2025, outcome "unknown", described as "husband got sick the next day, same story, he tested, got a negative result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: the patient is the reporter's husband. The reporter stated that they had the covid-19 and influenza ivd device. The reporter's daughter used it and received a negative result on (B)(6)2025; however, she still felt sick the next day. So, she went to the hospital and was tested and received a positive result on (B)(6)2025. The reporter stated that she performed two covid-19 and influenza ivd device tests and they were negative, but they tested again using another test (she didn't clarify if they were pcr) at the hospital, and both came up positive. The reporter's husband (patient) became sick the next day on (B)(6)2025. For the patient, it was the "same story"; he was tested and received a negative result. The patient was tested on (B)(6)2025, and the reporter clarified that he did not go to the hospital. The patient had been taken care of by the reporter's daughter instead as they had the same symptoms and assumed that he didn't need to go the hospital. The reporter added that she had other tests that she can use but if they were not reliable, she would just throw them out. No follow-up attempts are possible. The reporter considered "husband got sick the next day, same story, he tested, got a negative result" associated to covid-19 and influenza ivd device. Causality for "husband got sick the next day, same story, he tested, got a negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Follow-up (B)(6)2025): this is a spontaneous follow-up report received from a consumer or other non-hcp. Updated information: clinical details. Follow-up (B)(6)2025): this is a spontaneous follow-up report received from a consumer or other non-hcp from product quality group. Updated information: device expiration date and problem details added and course details. Follow-up (B)(6)2025): this is a spontaneous follow-up report received from a consumer or other non-hcp: updated information: patient details, medical history. No follow-up attempts are possible.

Event description:
Husband got sick the next day, same story, he tested, got a negative result [false negative investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110411243m7. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset on (B)(6) 2025, outcome "unknown", described as "husband got sick the next day, same story, he tested, got a negative result". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "husband got sick the next day, same story, he tested, got a negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: the patient is the reporter's husband. Caller (reporter) stated that they have the lucira home test for flu. The daughter used it and got a negative result on (B)(6) 2025 but still felt sick the next day. So, she went to the hospital, she got tested and got a positive result on (B)(6) 2025. The husband (patient) got sick the next day on (B)(6) 2025), same story, he tested, got a negative result and she's just wondering how effective are the tests when they're testing negative but the actually got the flu. The husband (patient) tested on (B)(6) 2025 and clarified that did not go to the hospital after that and had taken care by her daughter instead as they have the same symptoms and assumed that he didn't need to go the hospital. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term]. Husband got sick the next day, same story, he tested, got a negative result [false negative investigation result], , narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group. A 60-year-old male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test),, device lot number: k10a110411243m7, device expiration date: 13aug2025. The patient's relevant medical history included: "shrimp allergy" (unspecified if ongoing). The patient's concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset 02feb2025, outcome "unknown", described as "husband got sick the next day, same story, he tested, got a negative result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: the patient is the reporter's husband. The reporter stated that they had the covid-19 and influenza ivd device. The reporter's daughter used it and received a negative result on (B)(6) 2025; however, she still felt sick the next day. So, she went to the hospital and was tested and received a positive result on (B)(6) 2025. The reporter stated that she performed two covid-19 and influenza ivd device tests and they were negative, but they tested again using another test (she didn't clarify if they were pcr) at the hospital, and both came up positive. The reporter's husband (patient) became sick the next day on (B)(6) b2025. For the patient, it was the "same story"; he was tested and received a negative result. The patient was tested on (B)(6) 2025, and the reporter clarified that he did not go to the hospital. The patient had been taken care of by the reporter's daughter instead as they had the same symptoms and assumed that he didn't need to go the hospital. The reporter added that she had other tests that she can use but if they were not reliable, she would just throw them out. No follow-up attempts are possible. The reporter considered "husband got sick the next day, same story, he tested, got a negative result" associated to covid-19 and influenza ivd device. Causality for "husband got sick the next day, same story, he tested, got a negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6) 2025 for covid-19 and influenza ivd device: the complaint for false negative result for the covid and flu ivd test kit (lot number: k10a110411243m7, UDI: not reported) was investigated. The investigation included reviewing deviations, nonconformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a110411243m7. No quality issues related to lot k10a110411243m7 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a110411243m7 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue of "false negative" was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis ((B)(4) version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Follow-up (11feb2025 and 19feb2025): this is a spontaneous follow-up report received from a consumer or other non hcp and from product quality group. Updated information: device expiration date and problem details added and clinical course details. Follow-up (03mar2025): this is a spontaneous follow-up report received from a consumer or other non hcp: updated information: patient details, medical history. No follow-up attempts are possible. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Follow-up (28mar2025): this is a follow-up report from product quality group providing investigation results. Amendment: this follow-up report is being submitted to amend previous information: report type was updated from adverse event to product problem.

Event description:
Event verbatim [preferred term] husband got sick the next day, same story, he tested, got a negative result [false negative investigation result], , narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group. A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k10a110411243m7, device expiration date: 13aug2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset (B)(6) 2025, outcome "unknown", described as "husband got sick the next day, same story, he tested, got a negative result". The patient underwent the following laboratory tests and procedures: influenza virus test: ((B)(6) 2025) negative, notes: but the actually got the flu. Additional information: the patient is the reporter's husband. The reporter stated that they had the covid-19 and influenza ivd device. The reporter's daughter used it and received a negative result on (B)(6) 2025; however, she still felt sick the next day. So, she went to the hospital and was tested and received a positive result on (B)(6) 2025. The reporter stated that she performed two covid-19 and influenza ivd device tests and they were negative, but they tested again using another test (she didn't clarify if they were pcr) at the hospital, and both came up positive. The reporter's husband (patient) became sick the next day on (B)(6) 2025. For the patient, it was the "same story"; he was tested and received a negative result. The patient was tested on (B)(6) 2025, and the reporter clarified that he did not go to the hospital. The patient had been taken care of by the reporter's daughter instead as they had the same symptoms and assumed that he didn't need to go the hospital. The reporter added that she had other tests that she can use but if they were not reliable, she would just throw them out. The reporter considered "husband got sick the next day, same story, he tested, got a negative result" associated to covid-19 and influenza ivd device. Causality for "husband got sick the next day, same story, he tested, got a negative result" was determined associated to covid-19 and influenza ivd device (malfunction). Follow-up (11feb2025): this is a spontaneous follow-up report received from a consumer or other non hcp. Updated information: clinical details. Follow-up (19feb2025): this is a spontaneous follow-up report received from a consumer or other non hcp from product quality group. Updated information: device expiration date and problem details added and course details.